Event description:
Reporter indicated that the pt has experienced wheezing following device parameter increase. Reporter also indicated that the pt has experienced a decrease in seizures. The physician indicated that the wheezing was due to the device parameter increase.